Event description:
Per report, in a 23mm sapien transcatheter aortic valve replacement (tavr) procedure by transfemoral approach, post deployment the valve was placed 80/20 aortic, with > 2+ pv leak. Summary of the case: bav was performed and was uneventful with a stable inflation. The first sapien valve was positioned 50:50 but moved aortic during deployment with a final result of 80/20 aortic. A second valve was required due to a >2+ pv leak. The second sapien valve was placed 50/50 in the annulus with a result of trace pv leak. The sino-tubular junction (stj) was noted to be within the acceptable limits for placing the valve, and was assessed as not contributing to the aortic deployment of the 1st sapien valve. The imaging angle was noted as good. There was discussion at the site on the possible cause of the aortic movement during deployment and it was thought that severe aortic valve calcium may have been a contributing factor.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Per the device instructions for use (IFU), valve deployment in unintended location, paravalvular or transvalvular leak, and malposition requiring intervention are potential risks associated with the use of the bioprosthesis. In this particular case, the cause of the reported valve malposition and subsequent perivalvular leak (pvl) is unknown; however, per the physician, the cause of the valve malposition post deployment could have been a combination of procedural and patient factors (the sapien valve moved during deployment due to the patient's severe aortic valve calcification). This could not be confirmed as the fluoro and echocardiogram images of the procedure were requested by the edwards' clinical specialist, but were not available. There was no report of device malfunction. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition. According to the physician¿s training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures (i.e. Sub-aortic hypertrophy), and balloon movement during deployment (i.e. Inadequate reduction of transvalvular flow due to loss of pacing capture during balloon inflation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are possible at this time.